Event description:
It was reported that the sys 9800 began producing dark unreadable images after working fine for several images. Rebooting the sys seemed to correct the problem for a while and then the images were dark again.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The error was caused by the technique of the operator and the density of the anatomy. The sys was tested and found to be working as intended and placed back into svc.